Event description:
It was reported the sm109 was used during a laparoscopic hernia repair. It was reported after the surgeon inflated the balloon with saline in the normal fashion he removed saline from the balloon to find saline in the space with a poor dissection. The surgon then needed to convert to open as a result of a leak in the balloon. 8/25/97 it was reported the balloon did not rupture into pieces.